Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the data log did not find any errors related to the customer complaint. The reported event that the receiver ceased to function could not be confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver ceased to function and the patient experienced an adverse event. Distributor reported that the patient experienced a hypoglycemic event with no alarm or warning. Distributor reported that the patient's receiver performs a system-check and then shuts down. The hypoglycemic event was reported to have occurred at night during this system check and shut down. The patient did not notice the receiver shutdown occurred, and fell to hypoglycemia with no alarm. No medical intervention was needed. At the time of contact, patient is fine. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. Patient using the device is under two years old. Labeling indicates: the dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes.